Event description:
It was reported that the alert was triggered due to right ventricular (rv) lead oversensing for short interval counts (sic) and non-sustained tachycardia (nst) episodes with less than 220 ms v-v intervals. The doctor planned on replaced the rv lead that day. It was also noted that the right atrial (ra) lead had high thresholds. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).